Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented for follow-up. Upon interrogation, high capture thresholds were observed on the right ventricular lead. Chest x-ray revealed the lead had perforated the heart. The lead was explanted and replaced.